Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had a missing electrode. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the sensor of the same lot couldn't start as the sensor signal wasn't found. After the customer removed the sensor, he found that the electrode was missing. The sensor will not be returned for analysis.